Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event (needles breaking off) was caused by the customer¿s handling of the device. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that two vizishot needles used for an unspecified procedure broke off in the patient. The needles were used with an evis exera ii ultrasonic bronchofibervideoscope. Additional information was requested multiple times; however, no further information was received at this time. This event is reported under the following related patient identifiers: 1. (B)(6) - evis exera ii ultrasonic bronchofibervideoscope. 2. (B)(6) - needle 1. 3. (B)(6) - needle 2. This medwatch report is for patient identifier (B)(6).

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus for evaluation. There was a leak from the instrument channel, sharp edge on the distal end of the device, cracked bending section cover glue, slightly blurry image, cut/scratches on the insertion tube, low angulation, and the forceps were catching on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number 2429304-2023-00346.